Event description:
It was reported that during implant, the physician could not connect the distal and the proximal part of the device. "The collet of the connector was lost." A new connector from the revision-kit 8785 was used instead. Pt outcome was reported as "ok."

Manufacturer narrative:
(B)(4).